Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Study source: (B)(4) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. This complaint is being reported based on the event of wheezing, chest pain, dyspnea, and atelectasis requiring hospitalization. According to the complainant, following the procedure, on (B)(6) 2015 the patient experienced wheezing. The patient was administered a systemic steroid to treat the wheezing and hospitalization was extended. During hospitalization, the patient also experienced chest pain, dyspnea, and atelectasis. The exact dates of when the patient experienced these events is unknown. Additionally, it is unknown if additional medical treatment was required to treat the chest pain, dyspnea and atelectasis. On (B)(6) 2015 the patient was reported to have recovered, and on (B)(6) 2015 the patient was discharged from the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.